Event description:
A customer contacted beckman coulter inc. (Bec) reporting blood leaking at the rocker bed on their coulter lh 750 hematology analyzer where a tube top popped off in the piercing area and the rockerbed would not advance. There is a risk management plan in place at the facility. The operator was wearing a lab coat and gloves at the time of the incident. No injury or exposure was reported. There was no affect to patient results.

Manufacturer narrative:
A field service engineer (fse) performed troubleshooting over the phone with the customer on the day of the event. Fse instructed the customer to clean the underside of the rockerbed belt and the surface of the rockerbed under the belt. Fse then had customer run the cassette with samples after cleaning and the instrument was performing as designed. No issues were noted. The root cause of the leak is the tube top which popped off the sample tube at the sample access assembly. (B)(4).